Event description:
It was reported that a small volume infusor experienced no flow after patient connection was made. The reporter stated that force priming with a syringe was attempted, which did not solve the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 6, 2013 and september 9, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one filled sample for evaluation. Visual inspection showed no signs of blockage. A functional test was performed and flow was immediately observed at the distal luer. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.